Manufacturer narrative:
The insulin pump alarmed button error after boot up and had intermittent button response on the act button due to corroded keypad traces noted. Device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm; she was sleeping at the time of the alarm. Blood glucose value was 136 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.